Event description:
Initial alkaline phosphotase result was 170 u/l. When repeated, the result was 36 u/l. The incorrect result was not used to guide pt therapy. The incident was caused by an unidentified sample specific effect.